Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:06:45. During night drain cycle two, the patient's ultrafiltration reading was 1528ml, indicating the home patient (hp) drained 1528ml more than their maximum programmed fill volume of 2500ml. No further information was available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. All returned homechoice devices receive a returned instrument testing evaluation (rite).  This evaluation includes functional, electrical testing and visual inspection on the device. The device failed to meet return instrument test/evaluation (rite) functional product specification requirements due to modem loopback failed. Should additional relevant information become available a supplemental report will be submitted.